Event description:
On (B)(6) 2009, the pt reported he received an e4 (occlusion) error on his insulin infusion device during the delivery of a 5.0 unit bolus of insulin. He stated his device did not go into the stop mode and continued to deliver the entire 5.0 unit bolus. He did not receive an a8 (bolus cancelled) alarm. The pt stated he confirmed the e4 by pressing the check key twice and then watched the numbers count down as the last of his bolus was delivered. To troubleshoot, the pt was instructed to check his bolus history and he confirmed the 5.0 unit bolus was delivered. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.